Event description:
Patient had orif open reduction internal fixation to repair a right comminuted femur fx fracture. He subsequently fell after d/c discharge from the original surgery and a 6.5 lab screw broke and required removal.